Event description:
The s & n sales rep. Reported that three fast fix devices had the t1 suture break from the t1 anchor. As a result the t1 anchors became free floating in the joint. The surgeon attempted to flush the joint but was unsure if all three anchors were retrieved. An x-ray was requested but was never performed. There was no patient injury or procedural delay reported.